Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system (lot number 551473, expiration date 02/29/2012).

Event description:
Customer reportedly received result of 200 mg/dl on the advantage system while using comfort curve test strips, and result of 80 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.